Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and found the reference electrode was dry and there was an extra packing ring on the electrode. The fse also found the mixing paddle was also bent. The probable cause is use error due to incorrect maintenance. The fse replaced the electrode and mix bar to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.